Event description:
It was reported that this pacemaker had a stored ventricular event and an atrial tachy response (atr) event that was requested for review. Technical services (ts) analyzed device episode data and noted that these events, which occurred simultaneously, were likely caused by oversensing of electromagnetic interference (emi). There was possible pacing inhibition during these episodes of less than three seconds; however, the patient's intrinsic rhythm persisted. There were no other stored episodes, and all lead measurements were normal. No adverse patient effects were reported. Currently, this pacemaker remains in service.